Event description:
The customer stated that he tested his blood glucose using his contour meter and received a reading of either 245 or 345 mg/dl. His glucose was retested using another meter and the reading was 99 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.